Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered four electric shocks. The patient is currently in hospice care. Boston scientific technical services (ts) was consulted and further testing was recommended or device optimization by deactivating tachy therapy. No additional adverse patient effects were reported. At this time, this device remain in service.